Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic cannula was propelled off syringe and displaced into the posterior segment of the patient¿s right eye. The surgeon stabilized the patient¿s eye and then referred to retina specialist for further evaluation. The current patient status is unknown. Additional information has been requested but is not available at the time of this report.